Event description:
It was reported that the surgeon fired the suture through the sacrospinous ligament and then retrieved the suture. When checking the suture, he noticed that the bullet needle had fallen off the suture into the pt. The surgeon then tried to find the suture bullet, but could not find it. He then finished the operation without finding the suture." No pt injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No sample is available for the MFR to evaluate. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.